Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit alarmed "gas loss". No patient harm was reported.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval), g3, g6, h2, h3, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11 corrected fields: e1(initial reporter), e3. A getinge field service engineer (fse) evaluated the cardiosave intra-aortic balloon pump (iabp) unit, but was unable to reproduce the reported issue. However, the fse was able to verify the alarms in the iabp¿s diagnostic error log. The fse successfully completed a simulated treatment on the unit the catheter and trainer without issue. It was also noticed that the safety disk was currently at 10 million cycles plus, with "safety disk replacement due" prompt on the clinical mode screen. The safety disk was replaced as part of the june 2022 pm cycle. The iabp was able to pass all the leak tests, and the fse performed all functional and safety checks to meet factory specifications. The iabp was then released to the customer for return to clinical service.

Event description:
N/a